Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension access set was observed with no flow. According to the report, the reporter stated the extension set in combination with the male luer lock collar was not allowing the drugs to be pushed through the system by the pump. However, the extension set worked well with a syringe, but when used with the male luer lock collar, 'the drug would not flow". The solutions that were associated with this event were angiomax and normal saline. The event was noted during filling. There was no patient involvement. No additional information is available. This report is 3 of 4.

Manufacturer narrative:
(B)(4). The report source is not foreign. (B)(4). During follow-up with the reporter, they stated that this occurred while a patient was connected to the setup. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed in which the device was primed per the label copy while the device was observed for issues; no defects were identified during this test. Underwater pressure testing and clear passage testing were performed with the device passing both tests. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.